Event description:
It was reported that during the procedure, it was very difficult to unsheath the subject stent and there was no way that it could be resheatheted to flip the petals. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2nd of 2nd MDR. D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿a new subject stent and microcatheter were opened. However, the same issue was experienced. However, this time the stent was very difficult to unsheathe and there was no way it could be resheathed to flip the petals. The microcatheter in both cases has concertinaed at the distal end". Additional information provided by the customer indicated the device was prepared as per the dfu. There was no damage noted to the packaging during initial inspection and preparation of the device. The patient¿s anatomy was mild tortuous. It is most probable the distal end of the microcatheter shaft became damaged/ concertinaed during use which prevented the subject stent being resheathed back into the microcatheter. However, as the device was not returned this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue 'stent failed/unable to deploy¿ and 'flow diverter stent difficult/unable to re-capture into microcatheter¿.

Event description:
It was reported that during the procedure, it was very difficult to unsheath the subject stent and there was no way that it could be resheatheted to flip the petals. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2nd of 2nd MDR.